Event description:
At about 1 year and 1 month after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 05-aug-2022. Lot 181169: 10 items manufactured and released on 05-apr-2018. Expiration date: 2023-03-19. No anomalies found related to the problem. To date, 6 items of the same lot have been sold with no similar reported case during the period of review.